Event description:
5fr d/l PICC catheter was being removed from the pt. The distal portion of the catheter noted to be broken off. The end of the catheter remains in the pt at this time with no plans for removal.